Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the "coronarography department", the intra-aortic balloon (iab) was inserted through the sheath and became stuck. As a result, the iab was removed from the sheath and another iab was inserted without difficulty. There were no reported patient complications. Additional information received by the quality assistant, teleflex medical (B) (4) on 03/02/2010 stated, the physician used the same access and there was no excessive bleeding. The physician removed the entire guidewire and balloon.